Manufacturer narrative:
Correction made to d4: expiration date: 03/02/2028 (previously submitted as ni). Correction made to h4: device manufacture date: 03/02/2023 (previously submitted as ni). H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during fill three of three of peritoneal dialysis therapy. During troubleshooting, it was reported that there was a leak from an unspecified location of the homechoice cassette that led to this alarm. The leak was further described as "solution was noticed under the cycler" and "the cassette was wet". Renal therapy services (rts) assisted the home patient (hp) to clear the alarm and advised the hp to perform manual therapy to complete the therapy session. Rts reviewed proper procedures per the user manual with the hp. There was no report of patient injury or medical intervention associated with this event. No additional information is available.